Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an eccentric and de novo lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. A 3.5 x 15 mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion. Then during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The bdc was removed and the procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.